Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display showed lines and was not legible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection resulted in no findings. The color cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any display-related issues or faults. No trend is associated with reports of this type.